Manufacturer narrative:
It was reported after an initial bunion surgery in (B)(6) 2019 all hardware was removed in a revision surgery in (B)(6) 2021 due to pain. No devices were returned to the manufacturer for evaluation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for sk14 utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The patient indicated that after the removal her foot feels better. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. Based on the available information, there have been no deficiencies or failure alleged/found against any tmc device, nor were there any reported issues with the initial placement or healing of the surgical site. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery in (B)(6) 2019, all hardware was removed in a revision surgery in (B)(6) 2021 due to pain. An unknown screw was also removed due to extruding as a result of an additional procedure that was done at the same time as the lapiplasty. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
H6: investigation conclusions: 4315.